Event description:
It was reported that during a routine device replacement, the physician decided to explant the right ventricular (rv) lead due to high thresholds. While explanting the rv lead, the atrial dislodged. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407452 lead, implanted: 2007 (B)(6). (B)(4).